Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump's menu button was not responding. The customer's blood glucose level was 164 mg/dl. The customer also reported that he received a power loss alarm. He was assisted in troubleshooting and it was reported that he was able to successfully clear the alarm. He was assisted in troubleshooting for keypad anomaly. The customer reported that the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. (B)(4).